Manufacturer narrative:
(B)(4). Batch #: v94696. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with damage to the end cap area. The handpiece was connected to a test device. Then, it was connected to a generator and resulted in a "replace instrument" displayed by the generator. Due to the condition of the device returned we were unable to investigate further the unexpected ready to pre-run as reported. The instrument was disassembled to inspect the internal components and evidence of remanufactured activities and component replacement was noted. The internal wire was different from the standard wire used in the current ees manufacturing process. The end cap may have been damaged when the device was opened. This has been identified as a remanufactured handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy the device returned to pre-run test automatically. Changed to another device to complete the surgery. There was no patient consequence reported.